Event description:
It was reported that prior to starting a da vinci-assisted single internal mammary artery harvest surgical procedure before surgical ports placement, the customer observed error c-34 displayed on the erbe integrated electro surgical unit (iesu). Attempts to power cycle the erbe did not resolve the issue. Consequently, the customer elected to use an alternate generator, and the procedure was aborted to another da vinci system. No patient involvement was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe integrated electro surgical unit (iesu) due to error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found a significant number of errors logged including error c-34. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.